Manufacturer narrative:
61- intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint of white points that could not be removed. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.046¿ - 0.159¿ in length and were not aligned with the tube axis. The root cause of this failure is attributed to mishandling. The instrument's conductor wire was not found to be damaged. The instrument passed an electrical continuity test.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the isi device returned; however, isi has not yet received the pch instrument for evaluation. Isi has made several attempts to obtain the RMA with no success. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the pch instrument (part# 470183-14/n10191204 0202) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4), with 1 use remaining. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: the cable insulation of the instrument was damaged with no evidence or claim of user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing. After a sigmoid colectomy procedure, the black insulation of the permanent cautery hook (pch) instrument was found to be damaged and had white points that could not be removed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the site to obtain additional information regarding this event. However, no further details could be provided.